Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A cuff miss or suture not retrieved can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the information available and the inspection criteria no determination can be made as to the possible cause of the reported discrepancy; however, there do not appear to be any indications of a product quality deficiency. Per the instructions for use, under indications for use, the device is to be used with 5f to 8f sheaths. Also, under the special patient populations, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted suture deployment in the heavily calcified common femoral artery using a preclose technique before an abdominal aortic aneurysm repair (aaa) with an endoprosthesis. Reportedly, after the plunger was removed, the rail suture was not retrieved. Another proglide was used with the same results. After the aaa, hemostasis was achieved with a conventional suture. There was no adverse patient sequela. Though requested, no additional information was provided.